Event description:
Complainant alleged that the ICU staff was attempting to pace a female pt who was in her nineties, and who was in critical condition. The device and the battery charger were securely attached, but the staff was operating the device in ac mode. The device displayed a "low battery" warning and began beeping. The staff removed the device from the ac outlet it was plugged into, and plugged the device into another ac outlet. The staff again began to pace the pt with the ma setting at 120 and the ppm setting at 180. The device shut off in mid-pacing of the pt. The staff was able to obtain another device to pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the alleged malfunction.

Manufacturer narrative:
The initial report indicated in section "b2" that the event date was on 8/25/97, when in fact the event date was 8/24/97. This report is up-dating section "b2" to correctly report the event date.